Event description:
It was reported that patient underwent initial left total knee arthroplasty in 2002. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. The tibial bearing was removed and replaced.

Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2002. The patient was revised on (B)(6) 2008 due to unknown reasons the tibial bearing was replaced. Subsequently, patient was revised again on (B)(6) 2015 due to unknown reasons. The tibial bearing was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02290 & 02384).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 2002.